Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, he experienced a low blood glucose event and passed out. He reported that he did not know if the alarm went off or if the device was accurate. The patient woke up and ate a potato salad. At the time of the call to dexcom technical support, the patient reported being in fine condition.